Event description:
After realizing elevated blood glucose levels (bg) levels, the patient found the needle had not deployed as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 0 pulses indicating that it was never activated. However the device was in pod state 15 indicating that the device deactivated successfully. No timeouts, drive stalls or alarms were observed in the download data. The drive mechanism was investigated and no damages or defects were observed that would have caused the device not to deploy. The shelf mode current also tested within specification. No damages or defects were observed that would have caused the device not to deploy or activate. The cause of the device not deploying could not be determined. No other damages or defects were observed during the investigation.